Manufacturer narrative:
(B)(4). Device reportedly discarded at user facility and not returning. (B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported foot retraction issue, difficulty removing the device and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, an sus voluntary event report (#mw5062167) was received reporting in event description: "pt was having an endovascular abdominal aortic aneurysm repair and the proceduralist ran into difficulties with the pro-glide device. The device was removed and a cut down was performed. Here is an excerpt from the op report: two pro-glide sutures were then placed in each groin at right angles to each other anticipating final closure using these. However, on the right side, the second suture pro-glide device was trapped. After multiple manipulations and advancing and twisting, we were unable to extract the device. Consequently the pt was given intravenous heparin and I performed a longitudinal incision and cut down to the access site for that device in that right common femoral artery. A suture was trapped on a shoulder of the device adjacent to the footplate and the suture was cut and clamps were placed. We then used a standard access needle placed through the previous puncture site and passed a benson wire superiorly." No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The suture of the first proglide device was successfully preplaced using the pre-close technique. Reportedly, the second proglide device was difficult to remove. The lever was opened and closed but the device could not be removed. A cutdown was performed and the vascular surgeon noted that the foot of the second proglide device was tangled in the preplaced suture of the first proglide device. The foot was untangled from the suture and the device was removed. The sheath was upsized to 22f and the aaa procedure was completed. Hemostasis was achieved using the successfully preplaced suture of the first proglide device and surgical suture. There was a clinically significant delay in the procedure of less than 30 minutes due to surgery. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.